Event description:
It was reported a patient fell from a viking m mobile lift and sustained an injury. During a patient transfer, the sling bar of the lift came loose and the patient fell to the ground. The patient required medical attention and was transferred for treatment. The exact details of the injury sustained by the patient were not provided by the customer; however, the event was assessed as a serious injury. A device inspection is currently pending to determine the exact cause, and the investigation is on-going.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.